Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2018 and a reservoir was attached to a drain. After collecting exudate, when trying to apply negative pressure, the reservoir got swelled. There was a sound of air leakage. The reservoir was replaced to another new one, and negative pressure could be applied properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2019 . The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/4/2019. Evaluation: sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak and a leak was identified. Reservoir present a damage on the back side of the exit port sealing area. Sample received had some liquid drops inside and when the reservoir was pressed while the exit port was closed, a small bubble appeared on the exit port sealing area. Based on the present analysis, it is determined that the reported complaint is related to manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.